Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds. It was suggested that the ra lead might have micro-dislodged and could be draining the device battery. The lead was revised and remains in use. No patient complications have been reported as a result of this event.